Manufacturer narrative:
Product complaint # (B)(4). Device was sent for fracture analysis. The fracture analysis report reveals plastic deformation on the top right and bottom left corners along with torsional shear markings following a circular pattern. This suggests that the driver underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the concorde lift driver tip fracturing cannot be positively determined. However, the fracture analysis of the device suggests that driver tip underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concorde lift expansion driver tip broke in the implant so that the implant could not be expanded. We had to remove the implant and use a new one with a replacement driver shaft. Patient was not affected. Patient consequence? No. Patient consequence description:no patient consequence. Action taken for procedure: wasted one implant and replaced with another (B)(4). Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.